Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient had noticed noise, sensing issues, and high threshold on the atrial lead. When physician performed an x-ray it was noted that the atrial lead was broken. During the scheduled generator changeout for normal elective replacement indicator (eri) on (B)(6) 2020, the atrial lead was connected to the new device but programmed off. The patient was stable.